Manufacturer narrative:
An event of device embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 5-4 amplatzer piccolo was selected for implant intraductally. The defect was occluded and the device was deemed to be in proper position with echo and fluoroscopy. The device was released and within 60 seconds had embolized to the main pulmonary artery. The device was retrieved with an angled catheter and gooseneck snare. A 4f sheath was placed across the patent ductus arteriosus and a 6mm amplatzer vascular plug ii was implanted successfully.

Manufacturer narrative:
Correction information for d2. Additional information for g4, g7, h2, h10.